Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g it was difficult to use the pen. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the insulin pen is difficult to depress. She stated that the problem occurred only once and she is going to try again and see what happens.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g it was difficult to use the pen. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the insulin pen is difficult to depress. She stated that the problem occurred only once and she is going to try again and see what happens.